Event description:
It was reported that during a prostate procedure the laser "experiencing error code 171 from the system." The procedure was completed with turp. Patient outcome "patient is ok" reported.